Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin at home transmission showed competitive atrial pacing causing auto-mode switch episodes. Patient was asymptomatic. Programming changes were made. A device download was performed successfully with no episodes of mode switch recorded. Patient is stable.